Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affiliate that the 1st hptuv had a cracked handpiece (would not stay tightened). The 2nd hptuv blade stayed loose during the operation. Another instrument was used to complete the case. There was no consesquence to the pt.